Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6), female patient who was receiving morphine at 0.06 mg/day via an implantable pump for spinal pain. On an unknown date in (B)(6) 2016 ("around the 1st"), the patient reached into the shower and heard a pop. Since then, she has had pain (including body aches and pain when lying down on her back where the pump is located). She thought there was an issue with the pump system. It was noted the patient has rods in her back, but she had cat scans and x-rays done since the event which showed the rods were okay. The patient's physician had increased her dose twice (to 0.09 mg/day in late (B)(6) and then to 1.0mg/day about 1-2 weeks ago) since the event which had not helped. The patient was taking pain pills again, which was the first time since getting the pump. The pump was not alarming. The situation was being addressed by the patient's healthcare provider (hcp). The patient's next appointment was (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer indicated the patient thought the pump wasn't working, but it was. The patient heard a loud pop and thought it was one of the sutures holding the pump. The patient noted the steps taken to resolve the lack of effects were they saw the iodine test. The lack of effect had not been resolved. The patient noted the pump pinched her buttocks and no surgeon cared about the suture coming loose. The patient's pain level was still bad. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.